Event description:
The customer reported to olympus that during preparation for use the customer experienced error e117. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During testing and inspection, the customer's complaint was confirmed due to a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to error e117 or the printed circuit board failure. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, error e117 indicates that the developed image was not displayed properly, caused by a failure of the dimm memory and the faulty printed circuit board was replaced to resolve the issue. A definitive root cause of the reported issue could not be identified. During inspection and testing the following was also found: a cut was found on the inside of the harness. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.